Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product found a piece torn off and missing from one haptic. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a 13.2 mm micl 13.2 implantable collamer lens and the lens tore. The lens was partially inserted and was removed with no patient injury, no enlarged incision or sutures. The backup lens was implanted.